Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). (B)(6) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary uncovered stent was implanted on (B)(6) 2017 as part of the (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2017. On (B)(6) 2017, liver function tests were performed. Assessment of biliary obstructive symptoms reported jaundice. The patient¿s karnofsky score was 90. Imaging (pancreatic protocol CT, eus, chest x-ray) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 4.0 cm was noted in the head of the pancreas. The tumor is stage iii - t4 any n m0. On (B)(6) 2017, the patient underwent a stent placement procedure and the study stent was implanted in a satisfactory manner. On (b)()6) 2017, the patient experienced mild cholangitis due to a kink in the stent. A biliary reintervention was performed to place another metal stent within or through the bsc metal stent. The event was considered resolved on (B)(6) 2017 and the patient was discharged on (B)(6) 2017.